Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had noise on the image.there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image noise and cable flooding. Based on the results of the investigation, it is likely that the following led to the malfunction: the image noise was reproduced when the repair department inspected the product. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. From the inspection by the repair department, it was confirmed that cable flooding had occurred in the actual product. However, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.